Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter had experienced high blood glucose. The customer¿s blood glucose level was 441 mg/dl. At time of incident and current blood glucose 131 mg/dl. The customer¿s blood glucose level was 119 mg/dl. The customer declined to troubleshooting the high blood glucose it was due to being out of auto mode. The insulin pump will not be returned for analysis.